Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had insufficient air to clear water from the objective lens. There was no delay in the start of precleaning, the air/water nozzle was flushed with air and water, the scope was not immersed in a detergent solution, the scope was flushed with cleaning detergent, and the scope was wiped/brushed with a sponge, brush or cloth. There were no issues with reprocessing the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was not confirmed. Evaluation did find the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the adhesive around the objective and light guide lenses was peeled and had a white clouded area, the scope cover was dented, the connecting tube was dented, switch #4 was worn, the grip was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material might have remained since the reprocessing has not correctly been implemented in line with the instructions for use. The foreign material could not be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> -keep the air/water valve¿s hole covered with your finger. -depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.